Event description:
Medtronic received a report regarding cuff breakage. According to the reporter, the unit had a cuff rupture and lost pressure. Customer reported that a replacement of the device was required.